Manufacturer narrative:
Further evaluation determined that the bearings on the device did not function; and that the device failed pretesting for check free moving. Additional root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device magnetic holder for the trigger was breaking. The device also failed pretest for check proper function of the triggers, check the lncompatibility with lid of trs recon saw, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and check response of on/off trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bottom trigger on the battery handpiece device would not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.